Event description:
It was reported by svc report that the fowler drifts down with weight on it. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Eval result: fowler.